Event description:
An spva was revised due to the fact that it would not adjust down from the initial implantation setting of 110 mm h2o. The initial impression was that some sort of biologic matter was obstructing the locking mechanism and disallowing adjustment, but no such matter was overly apparent to the naked eye upon explantation.

Manufacturer narrative:
The incident has been reported to MFR on 10/22/2009. Results of analysis will be developed in a f/u report.